Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to activ.a.c.¿ therapy. The nurses documented observing wound issues on (B)(6) 2017 as well as on (B)(6) 2017, and the patient continued to use activ.a.c.¿ therapy. The patient was subsequently hospitalized on (B)(6) 2017, and activ.a.c.¿ therapy was resumed on (B)(6) 2017. On (B)(6) 2017, the patient denied any new medications, and the nurse noted the patient's wound still had a foul odor with a small black area. It is unknown if and what medical or surgical intervention was required. Kci has made multiple unsuccessful attempts to obtain additional clinical identification information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following information was reported to kci by the patient: the home health agency removed the activ.a.c.¿ therapy system on (B)(6) 2017 as the wound allegedly "did not look good." Per review of kci records: on (B)(6) 2017, the nurse observed the patient's wound and noted "still has a small black area and a blister on top of foot is dark purple color, redness has lessened." The patient continued to use activ.a.c.¿ therapy. On (B)(6) 2017, the nurse observed the patient and noted observing a foul odor with "left outer foot-proximal 50% eschar, thin layer, center 10% white slough, distal 40% red granulation tissue." The patient continued to use activ.a.c.¿ therapy. On (B)(6) 2017, the nurse observed the patient and noted the patient's skin was reddened with inflamed open edges, foul odor, 75% necrosis, and signs/symptoms of infection- erythema, tenderness at the wound site. The physician was notified and instructed the patient be placed on alternate dressing regimen pending physician appointment that evening. On (B)(6) 2017, the nurse observed the patient and noted the patient denies any new medications at this time. The nurse noted that the patient's wound "still has a foul odor with a small black area at the bottom of the wound." Activ.a.c.¿ therapy was noted as intact. On 01-feb-2017, the following information was reported to kci by the physician's office: the patient was hospitalized yesterday, (B)(6) 2017. On 08-feb-2017, the following information was reported to kci by the patient's wife: activ.a.c.¿ therapy was resumed on (B)(6) 2017, and it has been on continuously with no issues. The activ.a.c.¿ therapy unit passed the manufacturing quality control checks and met specifications prior to placement. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.